Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked from an unspecified location. The user's blood glucose (bg) level was 600 mg/dl with small ketones. The user addressed bg level with a bolus. Reportedly, the customer changed the cartridge and resumed insulin delivery.